Manufacturer narrative:
Device has not been returned to manufacturer. The service history review had no indication that the complaint was related to a service of the device within the review period. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error 47186 upon powering on. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that device displayed error 47186. Found no service history within the past 12 months. Event log indicates a loss of time and date/low coin battery. Visual and functional testing was performed. Complaint of ¿device displayed error 47186¿ confirmed through visual inspection. Coin battery charge is low and reverts to date and time of 01/01/2005. Coin battery/printed wiring board (pwa) board is defective. Replaced pwa board. Upon further investigation, when performing occlusion test device has an immediate upstream occlusion. Upstream occlusion (uso) sensor is defective. Replaced uso sensor and seal. Device passed testing post repair.